Event description:
It was reported that the patient experienced a seroma to her right abdominal pump pocket incision and a cerebrospinal fluid (csf) leak. On (B)(6) 2015, examination/palpation revealed edema to the patient¿s right abdominal pump pocket incision. The patient began utilizing an abdominal binder on the same day. On (B)(6) 2014, examination/palpation revealed clear drainage from the patient¿s lumbar incision and erythema and dehiscence of the lumbar incision. On the same date, the patient was given oral clindamycin 300mg 4x/day for 7 days. Two days later, examination/palpation revealed mild areas of dehiscence to the lumbar incision and clear drainage. On (B)(6) 2015, an ultrasound revealed 100ml of fluid in the pump pocket and fluoroscopy revealed that the catheter was patent with no leaks to the system. On the same day, 85ml of serosanguineous straw-colored fluid was aspirated from the pump pocket. Also on the same date, a surgical catheter revision was performed, during which the catheter was re-anchored and sutures were placed around the catheter. On (B)(6) 2015, examination/palpation revealed no symptoms of the continued/reoccurring csf leak. On (B)(6) 2015, the patient was given oral clindamycin 300mg 4x/day for 7 days. The same day, examination/palpation revealed a positional headache. On (B)(6) 2015, examination/palpation revealed a small amount of clear drainage from the lumbar incision when staples were removed. Steri-strips were applied to the lumbar incision. On (B)(6) 2015, examination/palpation revealed that the lumbar incision was healing well without any signs of infection, no dehiscence of the incision, and no drainage from the incision. On this date, the csf leak event outcome was resolved without sequelae. This event resulted in in-patient or prolonged hospitalization. On (B)(6) 2015, in relation to the seroma event, examination/palpation revealed that the patient¿s incisions were well-healed without any signs of infection. This event resolved without sequelae on the same date. It was indicated that both events were unlikely related to the device or therapy and related to the implant procedure. It was indicated that the drug in the pump was ¿compounded baclofen for morphine sulfate¿, however pump logs indicated that infumorph was in the pump as of (B)(6) 2015. Follow-up is being conducted to clarify this information. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the device was interrogated on 2015 (B)(6) and the dose was the same and did not change. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).